Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. The surgeon placed an abutment cover on the abutment after he moved tissue back over abutment. The clinic plan to change the 12mm abutment out for a 14mm abutment and potentially undermine some surrounding tissue, in approximately 10 weeks after osseointegration.